Event description:
It was reported to boston scientific corporation that during a follow-up procedure on (B) (6) 2010, for a pelvic floor repair procedure performed "around (B) (6) 2010," using an uphold vaginal support system, the physician discovered ¿a slight erosion at the incision line.¿ the physician prescribed the patient 250mg flagyl for seven days, three times a week, and estrace cream (prescription length unknown) and will reevaluate the patient on (B) (6) 2010.

Event description:
It was reported to boston scientific corporation that the initial procedure was performed on "(B)(6) 2010 estimate". Reportedly, the physician has since taken the patient back to surgery and excised the mesh around the exposure (date of excision unknown). It was reported that during a follow-up visit on (B)(6) 2010, the patient was prescribed 250mg of flagyl for seven days, three times per day and also estrace cream every night for seven days, then three times per week until a follow-up visit on march 14th. The patient is reportedly no longer taking estrace cream or flagyl. The physician does not plan on performing additional interventions as the patient is reportedly doing "well."

Manufacturer narrative:
(B) (6). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Manufacturer narrative:
(B)(4): "describe event or problem" has been updated with the corrections to the frequency of the flagyl and estrace cream initially prescribed to the patient. The quoted procedure date has also been corrected. "Initial reporter phone" has been corrected.